Event description:
Report received from the USA stating that the device has an "air leak." It is known that the device was being used during surgery. It is known that no patient or user injury occurred; however, it is unknown if there was any medical intervention or surgical delay related to the event. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "air leak" could not be confirmed. The device passed all tests and no problems were observed. If additional information becomes available, a supplemental report will be sent. (B)(4).